Event description:
The account stated that a (B)(6) architect anti-hcv result ((B)(6)) was generated. The patient had previously generated (B)(6) results. The sample was retested and a (B)(6)result ((B)(6)) was generated. The sample was also tested with another device and a (B)(6) result ((B)(6)) was generated. There was no report of impact to patient management.

Manufacturer narrative:
No consequences or impact to patient. (B)(6) result. (B)(6) result. A retained kit of architect anti-hcv reagent, list number 6c37-30, lot number 07748li00 was calibrated on three instruments and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested. The sensitivity panel values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels (B)(4) and (B)(4)). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. Reagent lot 07748li00 detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. To evaluate the observation of erratic results, 299 replicates of positive control across 3 instruments were tested. Control values met specifications. The results were in the typical range and no (B)(6) results were obtained. Customer complaint data was reviewed and no adverse trends were identified related to the customer's observation. The architect anti-hcv reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.